Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the irritation as "bright red and about to bleed". There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician, who advised the patient to put a small bandage over the skin irritation and move the equipment off the affected area. Follow up indicated that the patient's skin irritation has improved, since using a larger garment.